Event description:
It was reported that the patient experienced pain/discomfort at the ipg and preferred a smaller ipg. As such, surgical intervention took place on (B)(6) 2023 wherein the ipg was explanted and replaced with a smaller ipg to address the issue.

Manufacturer narrative:
Date of event and therapy date are estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.